Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver medication after an upstream occlusion. During an infusion of propofol for a total intravenous anesthesia (tiva) the device did not alarm and never infused. This occurred in the operating room. The patient "did not receive the medication during the surgery and the patient was awake". No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. This event is potentially related to the issues described in fa 2021-056 associated with reinforcing proper IV line setup to prevent partial or full occlusions, and detection of upstream occlusion for spectrum pumps, which can lead to under-infusions. If the user does not fully address an upstream occlusion before restarting the infusion, the pump's ability to detect an upstream occlusion may be reduced. Should additional relevant information become available, a supplemental report will be submitted.